Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2021. When the pediatric patient's cgm value was 95 mg/dl, but her bg was 36 mg/dl, the parent gave the patient glucose in gel and tablet form. Approximately, fifteen-minutes after the glucose, the patient¿s bg increase to 96 mg/dl. The patient experienced bruising under the eyes and leg pain. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b, c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.